Event description:
Physician (surgeon) attempting to apply a falope ring to fallopian tube when lay loop applier misfired and caused retroperitoneal bleeding. Another surgeon called in to assist and evaluate. Bleeding controlled. Required overnight observation.